Manufacturer narrative:
Device evaluated by MFR to: unit returned in a generic plastic bag. The unit returned has distal end broken. The wire was inspected and it has the body kinked in the middle of the device. Also, the distal tip is detached (297 cm from the proximal section). The distal detached was returned. The od distal tip near broken section, od middle of the device, and od proximal section were measured and are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded (cto), 2.5x3mm target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a sheath was inserted, a 300cm, 8cm v-18¿ control wire¿ was advanced as a back up to a non-bsc guiding catheter in a knuckle-wire technique. However, the tip of the guide wire became stuck with the shaft when in knuckle wire position. Subsequently, the loop of the knuckle became smaller and penetration force was increased, and the guide wire was able to reach the lesion; however, the guide wire detached. A snare was then used to retrieve the detached part of the wire tip and the device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded (cto), 2.5x3mm target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a sheath was inserted, a 300cm, 8cm v-18¿ control wire¿ was advanced as a back up to a non-bsc guiding catheter in a knuckle-wire technique. However, the tip of the guide wire became stuck with the shaft when in knuckle wire position. Subsequently, the loop of the knuckle became smaller and penetration force was increased, and the guide wire was able to reach the lesion; however, the guide wire detached. A snare was then used to retrieve the detached part of the wire tip and the device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.